Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injections (inj.) (1g, frequency and route not reported), amikacin inj. (150 mg, frequency and route not reported), reflin inj. (500 mg, frequency and route not reported), fortum inj. (500 mg each bag, frequency and route not reported), cifran tablets orally (dose and frequency not reported) and fluconazole tablets orally (dose and frequency not reported) for the peritonitis event. At the time of this report, the patient was still undergoing treatment for the peritonitis. It was unknown if the patient was recovering from the event. Action taken with dianeal and extraneal therapies was not reported. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).